Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the programmer was "not functioning" and displayed an error message. The programmer remains at the hospital. There was no patient involvement.